Event description:
It was reported that the patient was in cardiogenic shock and underwent surgery. In 2001, the iab was inserted in the pt's right femoral artery using a sheath. It was then connected to the intra-aortic balloon pump. Approximately two hours later the pump shut off, without any alarms, and the staff was unable to get it started. During this time, the pt expired.